Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device did not cut the tissue. The surgeon stated that when they fired the staple the knife did not cut but staples did a complete staple line. They stated that the blade ¿bowed¿ out from the shaft from the reusable stapler. They stated this happened with two different loads. They manually cut between the staples and over sowed the staple line to complete the case.